Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was that there is an unidentified particle in the blister pack of this sterile razor blade.